Event description:
The patient's father reported that at 2:13 pm the patient's teacher bolused 2.4 units of insulin through the meter. There was a communication issue between the meter and pump and at 2:19 pm another bolus of 2.4 units was administered from the meter. At 3:30 pm the patient arrived home and felt low blood glucose symptoms of dizziness and her blood glucose measured 60 mg/dl. The father treated the patient with a chocolate milkshake and chocolates. They reviewed the bolus amounts in the meter and a total of 4.8 units had been administered. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.